Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00640: case 1, 3025141-2019-00642: case 3.

Event description:
Article: plate fixation compared with nonoperative treatment of displaced midshaft clavicular fractures: a randomized clinical trial; qvist, a.h.; vaesel, m.t.; jensen, c.m.; jensen, s.l.; bone joint j 2018;100-b:1385-91. Case 2: patient's broken clavicle was treated by implanting an acumed locking clavicle plate. Patient experienced failure of fixation with screws pulling out; required revision consisting of debridement and further fixation.